Event description:
In 2008, an abbott employee reported that during an audit the screw was found disassembled. There was no pt contact. The malfunction resulted in an adverse event in the past.

Manufacturer narrative:
Requests have been made for the return of the product. Request has been made to obtain the product. Eval is pending upon the return of the product.